Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on "(B)(6) 201." According to the complainant, during the procedure, the device could not be released; the bands could not be deployed. The physician removed the device and found that the bands were distorted. The procedure was able to be completed with another speedband device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the thread loop of the ligator had been cut to remove it from the handle trip wire. All seven bands were loaded on the ligator head; none were partially deployed. The thread was intact, and the ligator head teeth were undamaged. The trip wire had been cinched into the handle. The handle had been rotated so that the majority if the trip wire was wound around the handle spool, as if the handle functioned normally and the bands had deployed. The cause of the reported failure was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on (B)(6) 201. According to the complainant, during the procedure, the device could not be released; the bands could not be deployed. The physician removed the device and found that the bands were distorted. The procedure was able to be completed with another speedband device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was unknown.